Event description:
The customer reported that the lh750 hematology analyzer failed to flag one patient sample for the presence of blast cells. Blast cells were seen on the slide when a manual differential was performed. There were 26% blast cells seen by the customer on the manual differential. The customer believes the manual differential to be the correct result. There were no erroneous results reported outside of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. Samples from an individual patient were collected and tested over several days with similar outcomes. This MDR is for day 2 of 4. See related mdrs: MDR# 1061932-2011-00907 for day 1 of 4, MDR# 1061932-2011-00909 for day 3 of 4, MDR# 1061932-2011-00910 for day 4 of 4. The software algorithm for flagging preferences for the lh750 analyzer at this site were set to '3202' which corresponds to a high sensitivity to blast cells and a mid-level sensitivity to variant lymphocytes and immature neutrophils (imm ne2 = suspect immature neutrophils, primarily metamyelocytes, myelocytes and promyelocytes). The algorithm for imm ne1 (suspect immature neutrophils, primarily bands) was turned off. An analysis of the raw data associated with the patient's test results indicated that the lh750 software flagging rules were not sensitive enough to detect the presence of blasts in this specimen. This appeared to be a sample-specific issue and field service was not dispatched to the site.